Event description:
It was reported to boston scientific corporation that a lynx system was used during a sling placement procedure performed on (B)(6) 2006. According to the complainant, the patient was fine immediately post procedure. Eventually, however, the patient presented with "serious bodily injuries" "including chronic pelvic pain".